Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual) issue for a pump with a ¿strange error.¿ the reporter was not available for troubleshooting and no additional detail was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The 3500a supplemental report was submitted since additional information was obtained by the distributer. The incident description has been updated to include this information.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an other (unusual) issue for a pump with a "strange error". The reporter was not available for troubleshooting and no additional detail was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2016, animas obtained additional information from the distributer. The pump allegedly was not emitting an alarm like it normally would. A low battery alarm reportedly emitted a couple of times before a change battery alarm emitted. Reportedly, on one occasion, the pump emitted one low battery alarm and then a replace battery alarm occurred on the morning of (B)(6) 2016.